Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had 4 sensors that fell apart. Customer stated that he is new to the sensor and he is on his last sensor. Customer reported that the hub assembly isn't inside the serter. Customer reported that the catch arm is not bent. Customer did not save any of the damaged sensors. Customer stated that the serter was not damaged but it has had an issue with more than 1 sensor. Customer will return the serter and be sent 2 sensors as a courtesy.